Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating he had a right knee replacement on (B)(6) 2014. He stated his knee never felt correct after surgery, 7 months after his knee got loosened and he started experiencing pain. Patient was revised on (B)(6) 2015.